Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue was verified. Additionally, the hardware issue was confirmed; however, no failure was able to be identified.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that damage to the pump housing caused difficulty loading cartridges. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.